Manufacturer narrative:
(B)(6). (B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. It was reported on (B)(6) 2020, the patient had a proximal type I endoleak. There is an unknown amount of aneurysm sac enlargement reported. The cause for the type I endoleak is unknown. On an unknown date in (B)(6) of 2020, the physician reintervened and a palmaz stent was implanted. The endoleak was resolved at the end of the case. The patient tolerated the procedure.